Manufacturer narrative:
Summary of eval: eval cannot be performed on the event insert, but eval on the insert from stock suggests that this event is not device related.

Event description:
Reporter states that pt complained of post-op retro patellar pain. Surgeon went to scope t/k to identify source of pain. Upon scoping tibial insert was shown to have movement between 4-5mm (lift off) from tibial baseplate. Surgeon then opened the knee and current insert was replaced with a new implant (insert). New implant snapped in with no difficulty. Same thickness was implanted as primary surgery. No instability was noted at time off revision surgery.